Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was treated with prescription ibuprofen and a diuretic therapy. No further details will be provided. The recipient will be followed per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain in the ear canal with or without device use. A CT scan was unremarkable.